Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, ipg; implant: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered the right ventricular (rv) lead had switched to a unipolar configuration. Impedance, threshold, and sensing were all within normal limits, but the physician chose to remove and replace the lead. No patient complications have been reported as a result of this event.